Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative could not be reproduced. Both trackers worked without issue. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the right side tracker from the imaging system was seen intermittently by the navigation system. The case was using two navigation systems for a long construct with one pointed at the left side tracker and another navigation system pointed at the right side tracker. The site was able to take their initial spin successfully and see the right side tracker, but when they tried to take a confirmation spin it was no longer possible to see it. The site switched to the navigation system that was being used on the left side tracker and were then able to see the right side trackers. The system was not rebooted. There was a 5 minute delay to the procedure and no impact on the patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Correction: unique device identification (UDI) updated to proper value.